Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and post feature has fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. The event is being reviewed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the fractured tibial articular surface provisionals were returned through worn instrument program. No additional information is available.